Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This follow-up submission is for device return evaluation. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint was not confirmed as the spliced suture construct involved in the complainant event was not returned for evaluation therefore the complainant's event could not be verified. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a meniscal cinch was used for an acl reconstruction and meniscal repair procedure. The first peek anchor of the cinch was deployed. The surgeon advanced and withdrew the needle on the second anchor but the anchor did not deploy. It was found that the second anchor was not attached to the suture, the knot had come undone and the second anchor had pulled out of the meniscus with the needle. The suture slack was removed by pulling the suture that was coming through the arthroscopy portal until all the slack was removed, and the suture stopped advancing. The suture was then cut and removed. The first anchor was left in the patient. The cinch device is being returned but the suture was discarded and the second peek implant was lost by the facility. Follow-up investigation: the cinch reported to have issue was the third cinch used during the procedure. The first two worked without issue. After this third cinch had issue the surgeon reassessed the meniscus tear and decided that the previous two cinches had given the tear enough stability to heal and that another cinch was not needed. Case was completed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a meniscal cinch was used for an acl reconstruction and meniscal repair procedure. The first peek anchor of the cinch was deployed. The surgeon advanced and withdrew the needle on the second anchor but the anchor did not deploy. It was found that the second anchor was not attached to the suture, the knot had come undone and the second anchor had pulled out of the meniscus with the needle. The suture slack was removed by pulling the suture that was coming through the arthroscopy portal until all the slack was removed, and the suture stopped advancing. The suture was then cut and removed. The first anchor was left in the patient. The cinch device is being returned but the suture was discarded and the second peek implant was lost by the facility. Follow-up investigation: the cinch reported to have issue was the third cinch used during the procedure. The first two worked without issue. After this third cinch had issue the surgeon reassessed the meniscus tear and decided that the previous two cinches had given the tear enough stability to heal and that another cinch was not needed. Case was completed.